Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. (Act: 268 at final digital subtraction angiography) the procedure was conducted as labeled. On (B)(6) 2011, the final angiography confirmed unk endoleak. Ballooning was additionally performed in proximal site, both left and right junction parts and distal sites, but endoleak was not resolved. Angiography taken with pigtail in mainbody confirmed endoleak and it was suspected as type IV endoleak. The procedure was completed. On (B)(6) 2011, ultrasonography did not confirm any phenomenon appeared to be endoleak. It was info that the physician is supposed to make a final judgment by taking CT before discharging the pt. Updated info received on (B)(6) 2011. On (B)(6) 2011, echography and CT angiography were taken and confirmed resolution of the endoleak.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.